Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, furthermore, the lead was not delivering brady therapy. The lead was surgically abandoned and replaced, during the replacement procedure it was found that the lead was damaged. No further adverse patient effects were reported.